Manufacturer narrative:
Per technical support, this unit will need to be returned. To the manufacturer for repair. Per the user facility's biomedical engineer (biomed), the cooler heater unit needs the compressor replaced. The unit was on standby when the issue was noticed. It was in the equipment room and the rotor on the compressor was locked. On 11/06/2014, the biomed stated the compressor in the unit has been replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not making ice and not cooling. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.